Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Review of the complaint history identified additional similar complaints (for revision, but no specific event was provided) for the reported item and no additional similar complaints for the reported part and lot combination. The complaint cannot be confirmed. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4): d10: item # 30123606, g7 vit e high wall lnr 36mm f, lot # 65126802. Item # 574102075, avenir cmpl ha ho nc size 7.5, lot # 3025550. Item # 010000665, g7 pps ltd acet shell 56f, lot # 7061707. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient underwent hip revision approximately 2 years post implantation due to unknown reason. Attempts have been made and additional information on the reported event is unavailable at this time.